Event description:
It was reported that the buttons on the customer's insulin pump were not responsive. Her blood glucose level was 300 mg/dl. It was advised that the customer discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The functional tests could not be confirmed due to the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests, due to the unresponsive buttons. The insulin pump was received with a cracked case on the display window corners, cracked display window, cracked reservoir tube lip, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).